Event description:
It was reported that the patient has expired due to unknown reasons. The implant duration was less than a month. It is unknown if the death was device related. Patient also had two other devices implanted. No further details were provided.

Manufacturer narrative:
Additional manufacturer narrative: the device history record (DHR) review was completed, and there was no nonconformance found related to this event.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via e-mail) for the device, operative report, and additional information, however, no additional information was provided and no device was returned for evaluation.